Event description:
Information received from the field does not address the patient's clinical status but notes inappropriate measured data. Telemetered measured rates showed atrial pacing at >200 ppm.